Event description:
It was reported that on 29 march 2024, a 35mm navitor vison (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system (lot:9138320). Sufficient calcium was present. The valve was deployed at non-coronary cusp (ncc): 3mm in the cusp overlap view and left coronary cusp (lcc): 3mm in left anterior oblique projection. Upon full release the ncc side of the valve migrated to mid-sinus. There was no back tension in the device. A replacement 35mm navitor vision valve (serial: (B)(6)) was then attempted to be placed valve in valve utilizing a large flexnav delivery system (lot:10091027). There was difficulty crossing the first navitor however, it eventually crossed and the replacement navitor vision was implanted successfully. Upon implant of the second valve, the first valve lcc side moved to mid-sinus. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device migration) and low blood pressure/hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the valve was deployed at non-coronary cusp (ncc): 3mm in the cusp and left coronary cusp (lcc): 3mm. Upon full released, the ncc side of the valve migrated to mid-sinus. There was no back tension in the device. There was enough sufficient calcium to allow anchoring of the device. Based on the information received, the cause for the reported incidents could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Furthermore, this complaint was reviewed by abbott representative. The reviewer stated that, "some fluoro videos from the procedure were provided. The videos confirmed the stated events. The initial valve position at 80% deployment appeared to be appropriate on the ncc side (an alternate view to estimate depth on the lcc side was not provided). It is unclear why the migration occurred." (Reference pre-investigation task (pit-005961) cine review within the complaint record).

Event description:
N/a.